Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, and undefined impedance. No intervention has occurred, but the physician expressed their intention to replace the lead. The lead currently remains in use. No patient complications have been reported as a result of this event.